Event description:
The manufacturer received information alleging sinus irritation, nosebleed, device/power cord or supply too hot to touch,nasal/throat irritation or soreness related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged sinus irritation, nosebleed, device/power cord or supply too hot to touch, nasal/throat irritation or soreness. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The device was evaluated, observed the following from an external and internal inspection: exterior investigation: there is unknown dust/dirt contamination present on all surfaces of the base unit. The device did not return with an sd card or filter. There is an unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance. Interior investigation: there is unknown debris in the tracks of the ui panel. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. Secondary findings: device reads: 0 errors, 4717.6 blower and 4697.9 therapy hours. Care orchestrator data shows the patient had a compliance rate of 97.8% and used the fixed humidification setting 3 during the most recent 90 days of use. The unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. Pil is unable to directly address the symptoms outlined in the complaint. Pil can confirm that there was no evidence of sound abatement foam degradation/breakdown observed in the base unit. Pil can confirm the presence of contamination in the airpath. Fitt ( foam integrity test tool) and the associate procedure ER 224560 v01, was not able to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The manufacturer concludes that device , there was no evidence of sound abatement foam degradation/ breakdown observed in the bas unit. In this report, sections d9, g3, h3, and h6 have been updated or corrected.